Event description:
The pt states the syringes are defective and unable to draw up dose. The pt tested 1 syringe with a glass of water and syringe did not pull liquid into the barrel. Dose, frequency & route used: inject 4 times daily. Therapy dates: (B)(6)2009 to (B)(6)2010. Diagnosis for use: diabetes.